Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the inner seal protector became out of alignment and did not return to the home position. Another device was used to complete the case. There were no adverse consequences to the patient.